Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) of a clinical study reported impedances were checked in clinic at route follow up showing high impedance at contact 0 of 8564 ohms. The device was reprogrammed and configurations were change; the event resolved without sequelae on (B)(6) 2016. No symptoms were reported. It was noted the event was related to the device or therapy but not the implant procedure or programming.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 34872847, lot# b0323466k, product type: lead.

Event description:
Additional information from the healthcare professional for the clinical study reported the cause was not determined and no further issues were reported.